Event description:
It was reported that the insulin pump alarmed no delivery during an infusion set change attempt. The blood glucose reading was 457 mg/dl, which the customer treated with a manual injection. Upon troubleshooting, it was found that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.